Event description:
The customer reported that the sys switched off during a scan and would not boot back up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. A sys reset was performed, the image sys was recalibrated, and cables and circuit boards were reseated. The sys was then found to be operating as intended.